Manufacturer narrative:
The initial report was filed in error. This device does not have paint or a colored band; as such, there is no potential for paint chips to be flaked off and missing from this device.

Event description:
The manufacturer sales representative reported that the device had chipped paint during testing prior to a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The manufacturer sales representative reported that the device had chipped paint during testing prior to a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.